Event description:
Customer reported receiving a reading of 270 mg/dl on their freestyle meter, while experiencing symptoms of hypoglycemia. The customer's nurse took another reading using a one touch meter and received a reading of 59 mg/dl. Paramedics were called and upon arriving they received a glucose result of 35 mg/dl on an unknown brand of meter. Customer was admitted to the hospital, and stayed there for a total of 8 days. Exact treatment is unknown, however while at the hospital the customer's daily insulin intake was decreased.